Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to postoperative infection. The event was not resolved.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to postoperative infection in the scrotum. The infection symptoms appeared one month after operation, and the infection was confirmed two months later. The physician indicated the infection was related to the pump. The type of infection was not identified. The patient was treated with antibiotics. The patient was relatively stable after the surgery and in good condition. Device 1 of 5. See complaint (B)(4) for related pump, reservoir, accessory kit and rte component respectively.

Manufacturer narrative:
Corrected data d7. Additional information b5.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to postoperative infection in the scrotum. The infection symptoms appeared one month after operation, and the infection was confirmed two months later. The physician indicated the infection was related to the pump. The type of infection was not identified. The patient was treated with antibiotics. The patient was relatively stable after the surgery and in good condition.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported infection could not be established as no damage or irregularities were noted that would affect the functionality of the cylinder components. Device history record review (DHR): the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation, and a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: visual and microscopic analysis of the cylinders noted no damage or abnormality that would affect the functionality of the device. The cylinders were functionally tested for leaks and none were identified. Labeling review: review of the labeling confirmed the reported adverse events of "infection" is included in the product labeling. There is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse events of infection is included in the product labeling and hazard analysis.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to postoperative infection in the scrotum. The infection symptoms appeared one month after operation, and the infection was confirmed two months later. The physician indicated the infection was related to the pump. The type of infection was not identified. The patient was treated with antibiotics. The patient was relatively stable after the surgery and in good condition. Device 1 of 5. See complaint, (B)(4) for related pump, reservoir, accessory kit and rte component respectively.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported infection could not be established as no damage or irregularities were noted that would affect the functionality of the cylinder components. Device history record review (DHR): the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation, and a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: visual and microscopic analysis of the cylinders noted no damage or abnormality that would affect the functionality of the device. The cylinders were functionally tested for leaks and none were identified. Labeling review: review of the labeling confirmed the reported adverse events of "infection" is included in the product labeling. There is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse events of infection is included in the product labeling and hazard analysis.